Event description:
The surgeon attempted to implant a silicone lens but it was damaged while being inserted. The incision was enlarged to remove the lens, but did not use sutures to close the incisional wound.